Manufacturer narrative:
The tech found the hex rod is moving out of position due to broken screws in the head and foot hex rods. He replaced the hex rods at the foot and head sections to repair the stretcher.

Event description:
Info received indicates after the brake/steer pedal has been placed into the brake position, the stretcher continues to roll.